Manufacturer narrative:
Correction h6: device codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of 3 eopa arterial cannulae, it was reported that during cannulation of the aorta (under normal blood pressure conditions) the surgeon experienced a number of instances (approximately x4) where the white obturator slipped out of the cannula prematurely causing excessive back bleeding. Situation was dealt with by removing the obturator to the point at which a clamp could be applied to establish control. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.